Manufacturer narrative:
Continuation of d10: product ID 8731 lot# / serial# unknown implanted: partially explanted: (B)(6) 2025 product type catheter h3: the returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The pump passed all testing in the laboratory and no anomalies were identified. The returned partial catheter consisted of the sutureless catheter connector assembly and proximal catheter segment. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage to the sutureless connector regarding the white silicone boot having been out of position, which is consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the model number, serial/lot number, and the implant date of the catheter that was revised were all unknown. The catheter was discarded.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal prialt/ziconotide 10 ¿g/ml at a dose of 5 ¿g/day via an implantable pump. It was reported that the patient showed withdrawal symptoms. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included a catheter revision on (B)(6) 2025. Jun/july was the first control date after revision. On (B)(6) 2025, a contrast medium was filled into the pump to test infusion and no contrast medium could be seen. The issue was not resolved at the time of the report. It was stated that a surgical intervention had been scheduled for (B)(6) 2025. Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the revision performed was due to withdrawal symptoms. In june, the patient presented again for the first check up after the revision to see if the pump infusion was working properly. The cause of the withdrawal symptoms and no contrast medium seen was not determined. It was unknown if the replacement pump resolved the event. Regarding device status, it was stated that the pump had not been returned and that it was in possession of the rep and would be returned.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.